Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, angiography was performed and no issue was identified. At the end of the procedure low blood pressure was identified and occlusion of the left coronary artery was noted. The cause of the occlusion was presumed to be due to the delay of the self-expansion, which was due to a slightly larger sizing and a higher implant position. Percutaneous coronary intervention (pci) was attempted to be performed from the gap in the valve but was difficult. Surgery was required and a bypass was performed. The patient recovered from the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: e nveor-n, serial/lot #: (B)(6), ubd: 2020-09-30, UDI#: (B)(4) additional information was reported that the cause of the higher implant location was that the valve moved up slightly after the valve was two-thirds deployed. Once the valve was fully deployed, normal self-expansion of the valve occurred. No post-implant balloon aortic valvuloplasty (bav) was required. It was noted that the sinotubular junction (stj) and sinus of valsalva were small. Following the implant of the valve, complete heart block (chb) developed from sinus rhythm. Transesophageal echocardiogram (tee) was performed and revealed that there was no problem with the implant height of the valve; however, a decrease in blood flow of the left main trunk (lmt) was noted with an accompanied by a decrease in wall motion of the left ventricular anterior wall. A myocardial ischemia due to in the lmt occlusion was reported. The pci was attempted, but the selection of the proper guidewire for the lmt was difficult. The procedure was converted to a thoracotomy and the coronary artery bypass graft (CABG) was performed. No additional adverse patient effects were reported. Updated a1. Pt. Identifier; e. Initial reporter first name; h6. Patient codes; device code; eval code method - 4115 applies to dcs. Removed device codes c96715 as it is no longer applicable. Product analysis: the dcs was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.